Event description:
Information received by medtronic indicated that the customer reported a sensor glucose vs blood glucose reading mismatches as a result of this experienced high blood glucose. Troubleshooting was performed and found that the blood glucose value was 590 mg/dl and the sensor glucose value was 130 mg/dl at the time of the event. Customer was tired and weak on day of call so he went to the emergency room, but it was not confirmed to be related to high blood glucose. He went there for separate symptoms. Troubleshooting was later declined. The insulin delivery was not suspended due to sensor glucose vs blood glucose difference. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.